Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons and the numbers were ramping up while the customer tried delivering a bolus. The customer's blood glucose was unknown. The customer stated that they keep the insulin pump in their bra. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)